Event description:
The risk management specialist at the hospital reported that in 1999 a 69 year old male pulled out the catheter through the suture wings. The suture wings remained attached to the skin. The pt bled to death.